Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the esc and act button of the insulin pump was stick. Customer¿s blood glucose level was unknown. Customer also reported that sometimes rejected new batteries, battery cap area was worn, back light was dim, grinding noise when rewind and slower rewind. The insulin pump will not be returned for analysis.